Event description:
On 01/07/09, the pt reported that she experienced elevated blood glucose of 400-600 mg/dl in 2008, and she "went into dka." She stated that this was the result of an infected tooth. She switched to injection therapy until after her tooth was fixed. She then reconnected to her infusion device (competitor product) and she had no further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.